Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. A visual observation performed noted set screw marks on the terminal pin. Dried blood and body fluids were noted in the lead lumen. Technicians attempted to insert a guidewire in the lead, however due to the dried blood and body fluid, this was unsuccessful. The lead was then subject to resistance and pressure testing. Measurements throughout these tests were in normal limits, verifying the lead's electrical performance and insulation integrity. The allegation of lead dislodgement could not be confirmed by analysis.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned and is currently in analysis. When testing is complete, this event will be updated.